Event description:
The customer reported the ventilator was not putting out any oxygen when being tested with o2 indicated. It was unk if the unit was in use on pt. The product support engineer (pse) advised the customer to disconnect the o2 line and loosen the o2 manifold. The customer follows the advised from the pse and observed slight out of o2 gas nad unit returned to operation. After the o2 was release from the manifold the error was cleared.